Event description:
It was reported that (1) atw35 was used during a laparoscopic oophorectomy procedure. It was reported by the rep that the surgeon went to fire, when he closed the instrument the handle fell apart. The hospital opened a new stapler and it worked fine. There was no consequence to the pt.